Manufacturer narrative:
Gtin: not available. Upon completion of the investigation a follow up report will be filed.

Event description:
After l-p shunt implantation, the setting pressure of the device could not be changed even after flashing. The device was replaced with the same new product on (B)(6) 2015, and the patient's condition is good after surgery. The surgeon suspects that the valve was broken or biological debris intruded into the valve.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 140mmh2o. The valve was visually inspected, a clear liquid was noted inside the valve, and no defects were noted. The valve was tested for programming. The valve passed the test. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested, no leaks were noted. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot ctgb39, conformed to the specifications when released to stock in 23rd june 2015. No root cause could be determined as the valve functioned. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.